Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Failure (event) observed during analysis. Final analysis found medical adhesive coating the ring electrode, which caused the lead to exhibit high impedance, capture and threshold anomalies.